Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl caused by a kinked infusion set cannula. The customer administered a manual injection, inserted a new infusion set site and drank fluids to address bg level. Subsequently, the customer went to the emergency room for treatment. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.